Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the preparation of an intraocular lens (iol) in a preloaded delivery system, the haptics got trapped in the plunger. The surgeon then tried to advance the injector and the lens breaks. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned with the fully opened blister tray inside the carton. The plunger lock and lens stop have been removed. Viscoelastic is observed in the device. The plunger is oriented correctly. The plunger has advanced to mid-nozzle and has underrode the lens at the nozzle entry area. The lens is misfolded and torn into pieces with parts of the damaged lens located on plunger at the nozzle entry and the tip of the plunger. One haptic is looped around the plunger tip and broken. The other haptic is folded and broken with the other broken pieces of optic. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The reported haptic and optic damage was observed. A plunger underride was observed which most likely resulted in the observed haptic and optic damage. The root cause cannot be determined for the complaint. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Plunger underride may occur: ¿ due to rapid advancement faster than the dfu recommend rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).